Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed a messaged stating "disabled pump not running". The patient used a backup pump to resume therapy. There was no reported injury to the patient.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint upon pump start up. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Additional information indicated that the infusion was life sustaining.